Event description:
(B)(4). Event occurred in the united states. The patient reported that the line was breaking apart at odd times where infusion line was meeting the cannula. Reportedly, the infusion set tubing came apart. The infusion set detached while the patient was sleeping. Reportedly, patient was using the infusion set for 2 days. The location of the detachment was close to site location. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.

Event description:
On (B)(6) 2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the line was breaking apart at odd times where infusion line was meeting the cannula. Reportedly, the infusion set tubing came apart. The infusion set detached while the patient was sleeping. Reportedly, patient was using the infusion set for 2 days. The location of the detachment was close to site location. The site location was the patient's right buttocks and the pump was in the pajama's pant pocket on the right side. The infusions were stored in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.